Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during a phacoemulsification procedure, the system showed error messages indicating irrigation error and empty infusion source, although the infusion liquid bottle was full. The cassette, which had been successfully primed, was replaced and the issue persisted. Four cassettes were used and eventually the system was replaced with a different one to complete the surgery with a delay of about 90 minutes. The system was used the following day with no further issues. Additional information has been requested.